Manufacturer narrative:
This report is submitted on april 17, 2023.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (1.5 tesla). Surgery to replace the magnet was completed on (B)(6) 2023. The implanted device remains.